Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Siemens is investigating the issue. The instrument is operational.

Event description:
A falsely elevated platelet (plt) result was obtained on a patient sample on an advia 2120i hematology system with dual aspirate. The erroneous result was reported to the physician(s) and was questioned. The patient was redrawn and the new sample was processed for plt, recovering lower. The lower result from the redrawn sample was reported, as the correct result, to the physician(s). The following day, the initial sample was repeated for plt and also recovered lower. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated plt result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00265 on 29-sep-2023. Additional information (06-oct-2023): all three levels of quality controls (qc) recovered acceptably. Normal troubleshooting steps were followed. No system issue was observed. The system is operational. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. The system is performing according to specifications. No further evaluation of this device is required.